Manufacturer narrative:
The device remains in use. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿ ...suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. Troubleshooting was performed, including reprogramming. A revision procedure was completed to reposition the lead. Adequate pain relief was restored following the revision. Sub-optimal placement of the lead was suspected to have contributed to the event. The evoke scs devices were confirmed to be operating as intended.